Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, a trend of high lead impedance values was observed on the patient's ventricular lead, as well as an increased capture threshold. The patient had no adverse consequences and will continue to be monitored.